Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an MRI without enabling their ipg to MRI mode. Afterwards, the ipg was unable to communicate with external devices. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Updated: a4: patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.